Event description:
It was reported that the implant broke upon insertion into the proximal phalanx. Site was tapped before insertion into very hard bone. The broken implant was drilled out & retapped with 2.7 tap. A new implant was opened & completed the case without further issue and there was no patient injuries reported.

Manufacturer narrative:
One (B)(4) implant kit was returned for evaluation. Visual assessment confirmed the reported breakage. The proximal phalanx has broken transversely at its threaded distal end. The broken portion was not returned for examination. Dimensional assessment of the proximal phalanx portion that was returned confirmed it met print specification. This investigation could not identify any evidence of product contribution to the reported problem.